Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. Product ID 37791, product type: recharger. Product ID 37791, product type: recharger. Product ID 3550-54, product type: accessory. (B)(4).

Event description:
The patient reported that the patient was unable to charge their implantable neurostimulator (ins). It was also noted that the patient was recharging the ins too often and charging was taking too long. The ins did not stay charged and would not stay on. Repositioning the antenna did not resolve the issue. The patient was able to use a different external device to communicate with their ins. The patient was unable to get more than 2 coupling boxes and after a few moments the coupling bars would drop off. The antenna locate feature was used and then the patient attempted charging again but it provided no additional coupling boxes and the recharger showed a screen telling the patient to adjust their antenna. There were no ins pocket issues reported. The ins was close to the skin and the patient could easily feel the ins. It was noted that the recharger antenna was damaged. The patient was sent a replacement recharger antenna but that did not resolve the issues. The device would barely charge after hours and hours of charging and it would not stay on for more than a few minutes when it did turn on. It was also noted that the belt was way too large and would not stay on the patient. The belt kept falling off the patient. The patient decided to have the device removed and replaced with a different manufacturer¿s device. The patient was implanted for non-malignant pain.